Event description:
Nimbus 4 mattress cell failed after being set up by sales rep and bed sunk in the middle. Patient rep went to turn patient and with low pressure patient rolled out of the bed about 12 inches from floor onto the ground. No injuries were reported and product was continued to be used after the event. Please note patient had no rails on either side of bed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the manufacturer getinge (B)(4) co., ltd. Based on the information supplied to us by the user facility (customer), the contributory factor for the cause of the fall was the method in which the patient was turned along with the concern that there were no side rails fitted that would have protected the patient in this event. The facility stated that the mattress had sunk in the middle causing a low pressure event to occur which contributed to the fall. While this was supported by the service information of a recent repair to this unit (faulty silencer bag), the fall was not reported to the sales rep who performed the repair; this information was only revealed a week later to the service rep, who then performed an on-site evaluation on the already repaired device. The pump's design controls would have alerted the user to the loss of pressure in the mattress by visual and audible alarms. The bed in use was a low level bed very close to the floor (12 inches). Based on the information supplied, the carer went to turn the patient causing the patient to roll off the bed. (B)(6) does not specify guidelines on what method of care is required to safely move/turn a patient. In the event of a low pressure condition, our product risk assessment (hm151 & hm152 nimbus 3, issue 1) details the risk as acceptable based on the severity (3) and probability of occurrence (2) in normal operating conditions. With the mattress operating at low pressure, an alarm condition would occur to inform the user that there is a problem with the unit and the therapy should be discontinued in order to rectify the fault. Continuing to use the product during this type of event would introduce a reduction in optimum pressure therapy, but would also increase the interface pressure (surface friction) between the patient and the mattress. The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.